Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not seal. There was no patient involvement.

Manufacturer narrative:
The used ligasure-8 was received for evaluation. The returned sample met specification as received by medtronic. The customer reported that the device had no seals. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.